Event description:
It was reported that balloon rupture and removal difficulties requiring surgical intervention occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified cephalic vein. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, after several dilatation at 16 atmospheres, the balloon ruptured horizontally. Attempts were made to retrieve the device; however, the balloon portion was caught in the sheath and was not able to remove. The physician removed the balloon surgically and after it ruptured, contrast showed that the lesion was dilated, then the procedure was terminated. There were no patient complications reported and the patient status was in good condition.

Manufacturer narrative:
Device evaluated by MFR: an sv/5.5-4/4t/90 symmetry balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 7mm distal of the proximal balloon bond. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this device is 15 atmospheres as per symmetry specification. A visual examination found no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have accordion damage at more than one location. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found both markerbands to be undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture and removal difficulties requiring surgical intervention occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and non-calcified cephalic vein. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, after several dilatation at 16 atmospheres, the balloon ruptured horizontally. Attempts were made to retrieve the device; however, the balloon portion was caught in the sheath and was not able to remove. The physician removed the balloon surgically and after it ruptured, contrast showed that the lesion was dilated, then the procedure was terminated. There were no patient complications reported and the patient status was in good condition.